Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the rca. On the same day, the patient suffered mi. The mi was classified as a non q wave mi (target vessel). 3rd udmi peri pci of the rca. A small side branch occlusion was also reported. The patient recovered. The investigator assessed the event as causally related to the index device and not related to anti-platelet medication.